Event description:
Soldering defect. Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided so no review was performed. The device was not sent for investigation, however a photo of the defective air sensor was provided and confirmed the reported event. The photo shows clearly that there was no soldering of the ribbon cable with the circuit which was causing an impaired functions. This absence of soldering was not seen during the visual control in production line. The detector worked by mechanical contact at the time of manufacting but no malfunction was noted during manufacturing process. This part was manufactured according to a manual process which has since been automated following a CAPA initiation. The defect is therefore no longer possible.

Event description:
Soldering defect.